Event description:
It was reported that the patient was implanted with one 2.75x18 mm otw xience v stent in the obtuse marginal on (B)(6) 2012. In the weeks post procedure the patient is complaining of minor tightness in the chest and is wondering if a metal allergy can cause these symptoms and was requesting information regarding the metal used in the manufacture of xience v stents. The patient has seen his cardiologist since the procedure and plans to go back to see him again; however, the patient has not received treatment for the symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of hypersensitivity/allergic reaction and angina are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.